Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized in (B)(6) 2017 due to lung cancer. The cause of death was something pulmonary, but the caller states the death certificate is not available yet. The caller stated that the customer had heart disease - 3 stents in his heart, and infection ¿ lung infection and pneumonia. The customer¿s blood glucose was 185 mg/dl a week before death. The customer was not wearing the insulin pump at the time of death . The pump had been disconnected by the doctor's recommendation 3 weeks prior to passing. This was because the customer's blood glucose was dropping as they were not eating anything at the hospital. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump did not have a battery installed when received. The insulin pump  passed the functional test, including the displacement test,  rewind, basic occlusion test, occlusion test, prime test,   excessive no delivery test and delivery accuracy test. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.